Event description:
It was reported by the affiliate that the (1) er320 was used during a cholecystectomy procedure. It was reported that during the procedure the clips came out of the jaw on the side. A sample will be sent for analysis. The case was completed with other ligaclips. There was no adverse consequence to the pt.